Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient reported a generalized abdominal pain after the procedure. On (B)(6) 2018, she went to the emergency room (ER) due to the abdominal discomfort. The patient was prescribed cipro 500 mg/twice daily and flagyl 500 mg/twice daily for 7 days, due to stoma site redness and drainage. On (B)(6) 2018, the patient was admitted to the hospital for stoma site leakage and infection and was treated with unknown antibiotics. On (B)(6) 2018, an internal suture was placed endoscopically to join the stomach to the abdominal wall to allow the stoma to mature. The patient was discharged from the hospital on (B)(6) 2018, but returned the next day with paranoia and delirium. On (B)(6) 2018, she was re-admitted to the hospital. She was diagnosed with pneumoperitoneum and had increased peritoneal stranding most likely related to the leak at the stoma site. On discharge from the hospital on an unknown date, the stoma had minimal drainage.